Event description:
Caller indicated that patient presented w/ ffrw in clinic. Ffrw being sensed as ts events. Caller indicated that programming pvab to absolute and extending pvab interval to 100ms still led to ts events on atrial channel. Extending pvab any longer yielded atrial undersensing. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).